Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed with a downstream occlusion warning appeared halfway through infusion. The pump was connected to a patient when the error/event occurred. Continuous infusion rate was 2.2 ml/hour. Total reservoir volume was 101 ml. Length of infusion: 46 hours. The tubing was primed with a syringe. No patient harm/adverse event was reported.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Customer reported pump alarmed with downstream occlusion warning appeared halfway through the infusion. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.